Event description:
It was reported that the patient had lesions located in the right coronary artery (rca) and the extremely tortuous proximal circumflex with no calcification. The xience v 2.5 x 15 mm failed to cross the lesion in the proximal circumflex and was retracted from the anatomy. Two xience v 2.5 x 08 mm stents were able to cross and were successfully implanted overlapping in the proximal circumflex with a great angiographic result. A xience v 3.0 x 28 mm stent was also successfully implanted in the rca with a great angiographic result. The procedure was concluded and the access site was closed. The patient was moved from the cath lab table to the bed. Then, prior to being moved out of the cath lab, the patient coded and subsequently expired. The physician has no idea of the cause of death, as upon angiography post stent placement, the results appeared good. The patient's family has declined an autopsy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.